Manufacturer narrative:
Trouble shooting by the superdimension representative at the site following the case determined that the locatable guide cable was not functioning properly. The cable was replaced and the issue was resolved. The cable was not returned to superdimension for further analysis. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
During a superdimension case, the physician had difficulty obtaining an adequate registration and the case was cancelled. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.